Event description:
It was reported that this right ventricular (rv) lead shock impedance was noticed to have increased while performing latitude remote follow-ups. The maximum peaks of impedance were noticed to be 123 ohms and the increase has been gradual. However, further information was received confirming shock impedance reached out-of-range measurements of over 141 ohms. No corrective actions or troubleshooting has been recommended. This rv lead remains in service and no adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead shock impedance was noticed to have increased while performing latitude remote follow-ups. The maximum peaks of impedance were noticed to be 123 ohms and the increase has been gradual. However, further information was received confirming shock impedance reached out-of-range measurements of over 141 ohms. Technical services reviewed the case and recommended troubleshooting to discard lead impairment. Further information was received indicating this rv lead was surgically abandoned and replaced; and the measurements noticed during the procedure were around 100 ohms, which are within normal limits. No additional adverse patient effects were reported.